Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient¿s first implantable neurostimulator (ins) only lasted for two years instead of five years. The patient stated that this was due to people keeping the device on for 24 hours. It was noted that the issue occurred in (B)(6) 2003. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain, peripheral neuropathy, and other chronic/intractable pain (trunk/limbs).